Event description:
It was reported that the device had an error code 46011. The product fault occurred during preventive maintenance. There was no patient involvement, and no harm/adverse event reported.

Manufacturer narrative:
B3: day of event is unknown. Device not received by manufacturer.  A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D3 - manufacturing plant address, city, and zip code corrected. One device was received for investigation. The reported issue was confirmed during functional testing when the reported issue was duplicated. The issue was traced to the device downstream occlusion seal, which was determined to be torn. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device main board and downstream occlusion seal were replaced, and the downstream occlusion sensor was recalibrated, and the device passed all testing.